Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider reported that patient indicated battery did not work and patient do not have her patient programmer and indicated that she needed her battery replacement. The patient reported stimulator went dead and it hasn't worked in 4 years. The patient also hasn¿t had follow-up for the device or used the device in 4 years and the only reason they haven't had it explanted was because their physician moved to a different facility where their insurance would not be accepted. There was no symptom reported in regards to this event. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.